Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
This event was reported via medwatch (B)(4). Intra-aortic balloon pump began alarming "connection to helium lost". Perfusion was contacted for troubleshooting. Problem did not resolve. Console was promptly exchanged. There was no injury or adverse event reported to the patient. There was no reported malfunction on the iab a separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2020-01868.

Manufacturer narrative:
Section d device available for eval? Changed from yes to no. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device discarded and not returned.

Event description:
This event was reported via medwatch 3902560000-2020-8051. Intra-aortic balloon pump began alarming "connection to helium lost". Perfusion was contacted for troubleshooting. Problem did not resolve. Console was promptly exchanged. There was no injury or adverse event reported to the patient. There was no reported malfunction on the iab a separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2020-01868.

Event description:
This event was reported via medwatch (B)(4). Intra-aortic balloon pump began alarming "connection to helium lost". Perfusion was contacted for troubleshooting. Problem did not resolve. Console was promptly exchanged. There was no injury or adverse event reported to the patient. There was no reported malfunction on the iab. A separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2020-01868.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Failure modes are addressed in the risk file. The IFU cannot be reviewed as there was no reported malfunction. There were no ncmrs identified. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4). H3 other text : device not returned.

Event description:
This event was reported via medwatch (B)(4). Intra-aortic balloon pump began alarming "connection to helium lost". Perfusion was contacted for troubleshooting. Problem did not resolve. Console was promptly exchanged. There was no injury or adverse event reported to the patient. There was no reported malfunction on the iab. A separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2020-01868.

Manufacturer narrative:
Correction for mfg report number 2248146-2020-00656 to include patient weight as 95kgs. Reference complaint # (B)(4). H3 other text : device not returned.